Event description:
Tip of instrument broke off in pt's eye during surgery. Portion recovered successfully without any damage to pt's eye, used in removal of ocular membrane. Instrument designed for iol surgery.